Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for ldh at 2000, hematuria and fevers. There were no power spikes noted and the pump parameters were within normal limits. The pt was started on heparin gtt and while on heparin gtt the pt's ldh would decrease and fluctuate between 1100-3000. An echo was performed multiple times and the left ventricle (lv) was noted to be unloading. The pt was started on inotropes and a hypercoagulability workup was done to rule out other possible reasons for the elevated ldh. The pt was given tpa twice for possible thrombus. A CT angiogram was performed for a surgical workup and a kink in the outflow graft was noted on the CT just above the bend relief. The outflow graft was noted to be in almost a 90 degree angle per the surgeon. The pt was taken to the operating room approximately 3cm of the outflow graft was excised due to excessive length. The surgeon then sewed both ends back together and covered the entire length of the outflow graft above the bend relief with a 20mm ring of gore-tex to protect the graft. The surgeon noted that the pump (second pump) was sitting higher due to adhesions in the pocket from the original implant and with the outflow graft too long, the kink was caused. The pump was not exchanged only the graft was repaired. The pt remains ongoing.